Manufacturer narrative:
Concomitant medical products: 250ml hospira bag, ndc 0409-7983-02, lot 61-011-jt, exp 1 jan 2018, 0.9% nacl injection; 50ml hospira bag ndc 0409-7923-36, lot 64-080-jt, exp 1 apr 2018, 5% dextrose injection, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the unexpected product that was returned was associated with a back flow event. The secondary of dexamethasone 20 mg/50 ml was to infuse at 208 ml/hr backflowed into the primary of normal saline. Although requested. No additional patient or event information provided. No patient harm reported.

Manufacturer narrative:
The customer¿s report of backflow was confirmed. The primary and secondary set were visually inspected and no anomalies were observed. The check valve was inspected under magnification and noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The cause of this failure was not identified.